Event description:
It was reported that a patient went to see her physician with an increase in seizures. An estimate of battery life was performed and indicated the generator had greater than 10 years before near end of-service. The patient's settings were adjusted with the output current set to 1.0 ma, magnet current set to 1.25 ma, and off time to 1.8 min. The battery was reported to be at ifi=no. It was reported that the patient tolerated new settings well. No additional relevant information has been received to-date.